Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection confirmed the top and bottom housing were completely broken. Event history log review was not applicable. The root cause of the reported issue was determined to be mishandling. Evaluation also found the pump was noisy during infusion due to worn out worm coupling, the main printed control board (pcb) was defective, and the device failed the force sensor bridge test. The top housing, bottom housing, main pcb, and worm coupling were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken case. There was unknown patient involvement and unknown patient harm. Evaluation of the returned device found the pump was noisy during infusion due to worn out worm coupling, the main printed control board (pcb) was defective, and the device failed the force sensor bridge test.